Event description:
Baxter reports that the spike of a uv transfer set was broken during connection with clean flash. The set had been in use for 365 days. There was no patient injury or medical intervention associated with this report.